Event description:
On 9/5/96 the pt underwent proctectomy and resection of rectal tumor. During the procedure a 7mm flat drain was placed. 9/9/96 the pt was being prepared for discharge. The physician removed the drain sutures, suction was taken off bulb and traction was placed on drain to pull it out. Pt experienced a "pressure" feeling. While attempting co to remove plastic portion of the drain, a small portion of the drain was retained in the pt. Attempts to remove the retained portion via fluoroscopy was unsuccessful. Therefore, the pt was taken to the operating room and under general anesthesia, the retained portion of the drain was removed from the peri-rectal space. Post-operatively, the pt did well as was discharged home on 9/11/96.